Event description:
During a laparoscopic procedure, the lines turned opaque after resterilization. No patient injury was reported.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.